Manufacturer narrative:
Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error 25, low battery alert, replace battery alert, was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with fading serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.